Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been experiencing high blood glucose readings and the insulin pump is not delivering insulin. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir and weak battery alarms were noted in the alarm history. High pressure test was also performed and passed. Customer's blood glucose reading at the time of the call was 421 mg/dl. Nothing further was reported.